Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose level was 400, 358 mg/dl. The customer was treated with the manual injection. The customer experienced the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer was unable to finish troubleshooting, they needs to hang up. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.